Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report 3003902955-2015-00021 to provide the reported additional potential product/lot evaluation results. Provide the 510k #) correction to the common device name, it was initially reported as syringe, the common device name is syringe anti-stick. The product code and lot number is unknown for this complaint. Based on the customer's sales history, the following are potential product codes, lot numbers and expiration dates: unk sg3 with the following lot numbers/expiration date: 141218c / 11-30-2019 and 150306d / 02-29-2020. Unk ss-03l with the following lot number/expiration date: 150616k / 05-31-2020. The actual sample was not returned to the manufacturing facility for evaluation and the product code and lot number is unknown. Therefore, the investigation was based on evaluation of user facility information and retention samples of the above stated potential product/lot combinations. Visual inspection revealed no defects. The coating of silicone was confirmed to be present and met manufacturing specifications. Packaging of all retentions samples met manufacturing specifications. Needle penetration of all retentions samples were tested and met manufacturer specifications. The cannula is made up of stainless steel and had undergone testing for stiffness and bend resistance. The supplied cannula for these lots were investigated and confirmed no non conformities that may have led to the reported complaint. The cannula is compliant as per iso 9626 regarding stiffness of the stainless tubing. Our lubricant is made from non-reacting silicon, as per iso 7864 and iso 7886-1. Each lot was tested for endotoxin thru limulus amebocyte lysate test to check presence of bacterial endotoxin on finished products and met specification for endotoxin limit for medical devices. In addition, qc performs monthly checks of the physical and chemical properties of the sterile products per needle gauge through the physicochemical test. Test items include test for acidity/alkalinity and traces of metals such as cadmium, lead, iron, zinc and tin. Based on records, the potentially affected lots all passed. Our products comply with iso 10993-1; biological evaluation for medical devices. Also, all finished product are sterilized prior to shipment. A review of the device history records for the potential lots was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 3003902955-2015-00021 to provide the reported additional potential product/lot evaluation results. Provide the 510k #) correction to the common device name, it was initially reported as syringe, the common device name is syringe anti-stick.

Manufacturer narrative:
This report is being submitted as follow up no. 2 for mfg. Report no. 3003902955-2015-00021 to state it has been determined that although this complaint was sent out of an abundance of caution and due diligence, the reported components manufactured by tmc are not implicated in this complaint. Therefore, the MDR is being canceled.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 3003902955-2015-00021 to state it has been determined that although this complaint was sent out of an abundance of caution and due diligence, the reported components manufactured by tmc are not implicated in this complaint. Therefore, the MDR is being canceled.

Manufacturer narrative:
(B)(4). The actual sample was not returned to the manufacturing facility for evaluation and the product code and lot number is unknown. Therefore, the investigation was based on evaluation of user facility information and retention samples of the above stated potential product/lot combinations. Visual inspection revealed no defects. The coating of silicone was confirmed to be present and met manufacturing specifications. Packaging of all retentions samples met manufacturing specifications. Needle penetration of all retention samples were tested and met manufacturer specifications. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The event was reported by the patient's sister. The patient passed away on (B)(6) 2015. Follow up communication with the sister reported the following: the patient vomited a couple of times the day prior to his death; the patient's caregiver went to check on him and found him unresponsive on his bedroom floor; emergency services were called and CPR resuscitation efforts were started shortly before midnight; emergency services was unable to resuscitate the patient and he was pronounced dead around 2:30am. Neither the abilify maintena dual chamber syringe nor any of its components were directly implicated in this complaint however terumo is reporting this issue out of an abundance of caution and due diligence. All potentially related lots are being fully investigated.